Event description:
This lead was attempted, but not implanted on (B)(6) 2012 due to it wound not cross. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).